Manufacturer narrative:
The company representative examined the system and the handpiece and could not duplicate the customer reported event. The system and handpiece were then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate the reported event. The root cause is unknown at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A customer reported during a cataract extraction procedure, a patient experienced a corneal burn along with a fluid surge causing a posterior capsule rupture. A different model intraocular lens than originally planned was implanted, an anterior vitrectomy was performed, and two sutures were required to close the wound. Additional information provided indicated the surgeon noted an occlusion of the phaco tip when the phaco tube was inserted into the patient's eye then a fluid surge followed. The outcome of the event is reported as "continues- patient seeing retinal specialist."